Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via the phone call that the insulin pump had received post-reset ram crc alarm and power error detected alarm. The customer¿s blood glucose level unknown. The customer also reported that they were able to successfully clear the alarm and able to complete insulin pump rewind. The insulin pump will not be returned for analysis.